Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead were explanted and replaced due to a pocket infection, which was treated with antibiotics. No further patient complications have been reported as a result of this event.